Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1632610) were tested with control solution. All results were within the range specification and no errors were observed. No product deficiency was identified.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported she "ended up in dka and stayed for a week in the hospital". Treatment is unknown as no further information was provided by the customer due to her refusal to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported she "ended up in dka and stayed for a week in the hospital". Treatment is unknown as no further information was provided by the customer due to her refusal to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Control solution testing was performed and the results were not satisfactory. The test did not start after control solution was applied to a test strip. The meter was sent for further investigation and de-cased. Upon visual inspection of the strip port, debris contamination was observed. No product deficiency was identified.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported she "ended up in dka and stayed for a week in the hospital". Treatment is unknown as no further information was provided by the customer due to her refusal to continue troubleshooting. There was no report of death or permanent injury associated with this event.